Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported excessive lubricant event description: multiple sku w/ visible particles, defective plungers, excessive lubricant when did the incident occur? Before use please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe particles between the plunger and barrel space multiple white particles found inside the packaging defective plungers excessive lubricant.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: to support our investigation, thirty-nine samples from lot 2501053 were provided for evaluation. These products were thoroughly inspected, particles were observed on the exterior and inside several syringes, confirming the reported concern. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lots and were found to be within specification. Additional testing on the returned samples showed that one syringe was slightly above our internal specification; however, the quantity remained compliant with iso 7886-1 requirements. All other samples were within specification. Six retained samples from each reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging and silicone content testing again confirmed the product met required specifications. A device history review was performed for the reported lots. No deviations or non-conformances related to any of the reported concerns were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Regarding the particles found, they are believed to have originated during assembly. It is possible that a temporary stop in the manufacturing line caused a syringe to remain under the dispenser, resulting in excess silicone in one unit. However, since device records do not indicate any issues, this cannot be confirmed. Given the viscosity of the silicone lubricant, some visible evidence may occur. Manufacturing personnel have been notified to reinforce awareness during inspections. Our quality team will continue to monitor complaints for this device and condition to identify any emerging trends.

Event description:
No additional information.